Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located over the proximal edge of the distal markerband and it extended proximally for a total length of 5mm. An examination of the distal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The patient presented post non-st elevation myocardial infarction (nstemi). Vascular access was obtained via a femoral artery. The 75% stenosed target lesion was located in the severely calcified proximal left circumflex (lcx). The 2.5x20mm nc quantum apex balloon catheter was advanced to the lesion with no resistance noted. Pre-dilation was performed; the balloon was inflated once to 14 atms. Upon removal, of the balloon, "it appeared to be bursted". It was noted that 'no contrast visible on x-ray made the physician feel that it burst'. The device was removed intact. There were no patient complications reported and the patient's status is stable.